Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a deep vein thrombosis thrombectomy procedure in the leg. The device was primed, inserted and made a few passes; however an error message to check saline connection displayed. Multiple attempts were made to reset the device. It was noted that the catheter pump was pierced and water was spraying out of the pump. The procedure was completed with a zelante device. There were no patient complications and the patient's condition was fine.